Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the device received on (B)(6) 2020 , lot number unknown, volume : volume 210cc, unspecified saline mentor breast implant was the affected device. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/31/2020, a manufacturing record evaluation was performed for the finished device 257812 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2021, mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned sample sal smooth 210 cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round high profile 210cc and suffered from deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor breast implant on (B)(6) 2020.